Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# unknown, product type: accessory; product ID: 977a275, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported high impedance during a surgery. It was reported that the lead was never implanted but was implanted for a trial phase on (B)(6) 2018 and came back after a successful trial for final implant on (B)(6) 2018. Lead showed high impedances (>10,000 ohms), when connecting to the implantable neurostimulator (ins). After disconnection from the ins and connection to the multi-lead trialing cable, lead showed normal impedances once and only high impedances afterwards. Reconnection to the ins kept causing high impedances. Lead was replaced, which solved the issue. No factors that may have led or contributed to the issue were identified. A surgical intervention occurred as the lead was replaced in the same procedure as it was placed. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot#: unknown, product type: accessory; product ID: 977a275, serial#: (B)(4), product type: lead. Analysis of the lead (s/n: (B)(4)) found to setscrew impressions between the connectors. Fdc 19 pertains to the lead (s/n: (B)(4)). Fdm 10 and fdr 114 pertain to the lead (s/n: (B)(4)). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.